Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the helix failed to extend. The physician removed the lead and attempted to extend the lead, but failed. The lead was replaced and the patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.